Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-sep-2025, it was reported that a beta bionics ilet user experienced a cracked screen on the device. The ilet continued to function as intended. A replacement device was arranged. No medical intervention was required.